Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis and another indication. On an unreported date, the patient received unspecified treatment for the peritonitis intraperitoneally (medication, dose, frequency, route, and duration was not reported). At the time of this report, the patient was still hospitalized and dianeal/extraneal therapies were ongoing. The outcome of the peritonitis event was unknown. No additional information is available.